Event description:
It was reported that the customer had high blood glucose levels of 210 mg/dl. The customer reported that the insulin pump alarmed no delivery. Troubleshooting was done. The customer reported receiving a button error after the no delivery alarm was resolved. The customer reported that the insulin pump might have been exposed to perspiration. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Insulin pump passed displacement test, rewind, basic occlusion, prime and no delivery tests. No excessive no delivery alarm noted. Insulin pump had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).